Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient has been feeling pain and fatigue since (B)(6) 2019. The patient reported that their hair is falling out and their tongue is red, and they don¿t know what is causing the symptoms. The patient reported that the ins has not helped for two months. The patient stated that they turned the ins off because it was too much a burden to charge. The patient reported that they lost 40 lbs, and the pocket is now to big for the ins. It was reported that the ins was moving around when touched and it causes pain when the patient laying or driving. The patient reported that once they started losing weight, the ins ¿would not charge¿ and they ¿had to recharge every day.¿ the patient met with a manufacturer representative on (B)(6) 2019 to report the issues. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient wanted the ins removed. No further complications were reported.